Manufacturer narrative:
Pump passed the displacement test however a33 alarm during prime/a33 test at 4 lbs and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received a motor error alarm. The customer¿s blood glucose level was unknown. The customer states had tried rewinding the insulin pump, however after the rewind and fill tubing process, the notification would occur requesting for a rewind again. The customer reports the drive support cap appears to be normal. Troubleshooting was performed for motor error alarm and noticed customer was able to complete pump rewind. Insulin pump alarm history contains one motor error alarm within a 30 day period. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.